Manufacturer narrative:
In this event, a practitioner reported fracture of a dyract restoration after numerous years of service such that the tooth needed to be extracted. Failure and replacement of restorations after multiple years of service is common and expected by practitioners in dentistry and life of the restoration is associated with the size of the cavity preparation and remaining tooth structure at the time of restoration placement. Investigation into the complaint revealed use of the product at the discretion of the practioner in treatment situations that placed stress upon the material, and the tooth such that the reported lose after years of service would not be uncommon or unexpected. As reported in this situation, treatment choice to use this material, not the material itself - since it performed as intended - was the more likely cause of the restoration failure. However, since the tooth was deemed non-restorable and use of this material could have played a contributory role due to the practitioner's treatment choice and the tooth needed to be extracted, the event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product tenting and/or DHR review. Please note that the type of dyract involved is not known.

Event description:
It was reported via a customer survey that a tooth fracture was observed approximately seven years after use of dyract in a core build-up procedure. As a result, the tooth was extracted and an implant placed.